Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis and if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a cystourethroscopy with right ureteral stent placement, right ureteroscopy, right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2020. During procedure, the patient experienced urinary tract infection and a medication was required for treatment.